Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 bedside monitor discharged a patient on its own while monitoring a patient. Clinical staff was able to readmit the patient and retrieve the data. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device central nurse's station model: cns-2101a. Sn: (B)(6). Bedside monitor model: bsm-1753a. Sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the g9 bedside monitor discharged a patient on its own while monitoring a patient. Clinical staff was able to readmit the patient and retrieve the data. No patient harm was reported.